Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.

Event description:
Consumer alleges she had used the heating pad that evening and the next morning it began smoking and flickering flames and embers which resulted in damages to her pillow and sofa. No injuries were reported with this incident.